Event description:
Per the clinic, the patient experienced recurrent soft tissue issues and infection at the abutment site, and was treated with an antibiotic/steroid otic solution. The patient underwent revision surgery on (B)(6) 2021. During the surgery, the abutment was removed, a cover screw was placed on the internal fixture, and the abutment site was closed with sutures. The patient was reimplanted with an osia device at a new site.